Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra malleable penile prosthesis for unspecified reasons. A new tactra device was implanted. No patient complications were reported.